Manufacturer narrative:
The reported event was inconclusive because no sample was available for evaluation and further investigation did not result in any additional findings. The product catalog number and the lot number for this device are unknown. Therefore, bd is unable to determine the associated labeling to review. The DHR review could not be performed without a lot number. No actions can be taken at this time since a root cause was not identified. Correction: d, e. The reported product number is unknown. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the leg bag tubing was pinched and would not flow through tube. Customer had created a connection to correct tubing pinch and would like to discuss. Per follow up via phone on 20dec2024, it was reported that customer used the catheters while in the hospital and did not have any product information. The catheter with the reported bend issue was discarded and replaced with another catheter that worked properly. No patient harm was reported. No sample is available.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The reported product number is unknown. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the tubing was pinched and would not flow through tube. Customer had created a connection to correct tubing pinch and would like to discuss.